Event description:
A physician reported that during cataract surgery suspicious residual metal debris in the cornea of the wound after puncturing the primary wound during the operation, additional information has been requested none received till date.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10 a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo provided by the customer was reviewed by the manufacturing site. The photo is of an eye with spots of foreign material, the foreign material is visible in the photo however the identity and the source of where the foreign material came from could not be confirmed. The returned sample was found to be visually conforming, therefore metal particles as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. The attached customer photo confirms foreign material in the eye, however no foreign material was returned and the source and composition of the foreign material could not be determined from this evaluation and the root cause could not be determined. No action was taken as the knife was manufactured to specifications. The exact root cause for the foreign material in the eye is unknown, therefore, specific action with regards to the foreign material cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any non-conformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).